Manufacturer narrative:
Eval summary: the pt underwent bilateral revision approx 22 yrs post-op. The returned components exhibit severe wear. The surface of the tibial insert is discolored, both condyles exhibit extreme abrasive wear, and the locking mechanism has been damaged. Only one patella button with unk item number and lot number was returned; it is unk which knee this came from. The patella buttons also exhibits surface fatigue on both the anterior and posterior surfaces as well as discoloration of the material. It was reported that there was no osteolysis of the bone, and that there was only synovial inflammation. Neither x-rays nor op-notes were provided. The most likely cause of this is 22 yrs of normal wear. Without add'l info, the exact cause cannot be conclusively determined at this time. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It was reported that pt underwent right knee revision of tibial insert and patella component due to pain.